Event description:
Patient a manley received implant (rflt rapid ra4311c reflect rapid fixture ø4.3mm x 11.5 l) on (B)(6) 2022 but it failed to integrate and the implant was removed on (B)(6) 2022. X-rays provided.